Event description:
Reportable based on device analysis completed on 13may2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but the device could not show the image. The procedure was completed with another of the same device. There were no patient injuries reported. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted. Impedance test shows an electrical open at proximal end of the catheter, between 130-140cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.